Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v108511, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead; product ID: 3487a-56, lot# v108511, implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead; product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the scs system was removed on (B)(6) 2008 due to infection. No further complications were reported.

Manufacturer narrative:
Product ID 3487a-56, lot# v108511, implanted: (B)(6) 2008, explanted: (B)(6) 2008. Product type lead, product ID 3487a-56, lot# v108511, implanted: (B)(6) 2008, explanted: (B)(6) 2008. Product type lead, product ID 3778-60, serial# (B)(4) implanted: (B)(6) 2008, explanted: (B)(6) 2008. Product type lead, product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008. Product type extension. If information is provided in the future, a supplemental report will be issued.